Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to slit the catheter during an implant, the catheter broke approximately three inches from the hub. The physician was able to complete the slit by grabbing the catheter with pliers and using the slitter to finish the implant. The catheter was removed from implant. No patient complications have been reported as a result of this event.